Event description:
Customer reported a abo discrepancy on the fwd_abo assay on galileo using anti-b series 3. They tested a donor sample with the reflexabo assay and the fwd_aborh assay. The reflexabo assay report gave a positive results; the fwd_abo plate gave ab positive results. The sample tested by the customer was clotted.

Manufacturer narrative:
Reminded the customer of this limitation in the galileo operator manual: fwd only abo-rh testing has a highr risk of mistypes due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab. Abo_rh results should always be compared to the donor history. The customer to checked the sample for clots; it had a small clot. They removed the clot and repeated the testing on the sample; it ran as expected. The galileo operator manual also indicates that clotted samples should not be tested on the galileo.